Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced reactions to the sensors, particularly the overtape. The customer stated that he experienced red bumps that seemed to have discharge in them. The customer's blood glucose was 200 mg/dl. The customer stated there was no infection or blood at the insertion site. The customer stated that the irritation was larger than the size of the pointy end of a pencil. Troubleshooting was done. Nothing further reported.